Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system boot stopped at 00:00. Upon functional testing, fse found the flexvision pc was the cause of the problem. A toggle switch on the front of the pc was resetting the drives and motherboard, which allowed the rest of the system to function normally. The system log files showed no evidence of flexvision pc in sync with the rest of the system during a normal boot cycle. To resolve the issue, fse replaced flexvision pc, reloaded flexvision software and performed multiple cold boot cycles to verify start up synchronization between flexvision pc and rest of the system. The defective flexvision pc was returned to philips for failure analysis. The cause of the failure of the flexvision pc was identified as a complementary metal-oxide-semiconductor (cmos) battery in the flexvision pc. After replacement of the flexvision pc, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up, stalling at 00:00. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.